Manufacturer narrative:
Evaluation summary: the instrument (a) was returned conforming and fully functional and with no cartridge loaded. When tested for functionality with a test cartridge, the instrument fired conforming. Cartridge (b) was received with a wedge band bypass; 11 drivers up without staples at the right side and 6 drivers up without staples at the left side. In addition, the cartridge pan was found to be slightly dislodged and the left corner of the cartridge tip was found to be broken. The cartridge was disassembled to examine the condition of the internal components and the lockout tab was found to be bent and the left side towers were noted to be damaged. No functional test could be performed due to the condition of cartridge. Exp. Date 04/2009.

Event description:
It was reported that the device was used during a laparoscopic gastric bypass with roux en y, reloads appear to have partially fired. Another gun was opened and case was completed. There was no patient consequence.